Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed noise exhibited by the right atrial lead. No interventions or patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.